Event description:
At 4 months after primary tha, revision surgery for stem subsidence. The reason of the subsidence is unknown. Stem and head revised successfully.

Manufacturer narrative:
Batch review performed on 22 october 2021: lot 2009269: (B)(4) items manufactured and released on 02-dec-2020. Expiration date: 2025-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.